Event description:
Boston scientific received information that this right atrial (ra) lead dislodged three days post implant and was successfully revised. To date, no adverse patient effects have been reported.

Manufacturer narrative:
The lead remains implanted to date.